Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5042698/5062242, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing burning, sharp sensation and tenderness at the ipg and lead site. Database analysis indicated that the battery revealed no anomalies. The patient was provided with lidocaine cream and was reportedly doing well.